Manufacturer narrative:
Investigation: a (B)(4) bct service technician checked out the machine at the customer site. Nothing was found during diagnostic testing. The white blood cell (wbc) detector was checked, calibrated again and the machine was found in working order. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of this incident. Therefore, no patient information is reasonably known at the time of the event.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the trima device flagged to verify the product due to red blood cell (rbc) spillover and therefore produced a fail safe alarm. The service representative was unable to confirm the reported condition. While testing indicated the device was operating per manufacturer specifications; the rbc detector was proactively recalibrated. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: the root cause of this failure was undetermined. Possible causes of the alarm for potential wbc contamination include, but are not limited to, an rbc spillover or mis-calibrated rbc detector.